Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent implant was returned on the guide wire attached to the snare device. The entire length of the stent implant was stretched and mangled. There was no other damage noted to the stent implant. The sds was not returned for analysis. There were no dimensional measurements taken due to the damage on the stent implant. Product performance engineering reviewed the incident information and the analysis of the returned stent implant. It should be noted that the instructions for use (IFU) states, "when treating multiple lesions, the distal lesions should be initially stented, followed by stenting of the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent and reduces the chances for dislodging the proximal stent." Analysis of the vision stent implant noted that the entire length of the stent was stretched and mangled. The stent was returned on the guide wire with the snare device. This type of stent damage is typical from the use of a snare device. There was no reported damage to the stent or sds during the inspection prior to use. Historical data suggests that stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/ or anatomy, and lesion morphology. In this case, with the reported information, it appears that the stent dislodgement occurred during the attempt to cross the previously implanted stent. However, without the sds to examine, a conclusive root cause cannot be determined. A review of the manufacture lot history records revealed that there were no non-conforming material reports for the product part/lot number. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement requiring medical intervention to prevent permanent impairment/damage. Device issue: stent dislodgement. It was reported that while attempting to cross a proximal stent implant, the stent delivery system (sds) would not cross. Upon removal of the sds, the stent dislodged due to resistance with the deployed stent. The dislodged stent was retrieved with the use of a snare device. No additional event or patient information is available.